Event description:
User facility reported that two ventlab airflow resuscitators failed to ventilate properly a 6kg pt with severe abdominal distension. They further reported that the bag delivered pressures up to 80 cmh2o, but no passive exhalation occurred, resulting in the manometer showing the peak pressure readings after release of the bag compression. Duckbill valves were reported to be inverted as a result of the high back pressures seen in the bag after compression. No nebulizer treatments or other equipment connected with the resuscitator except for 10 1pm oxygen flow delivered into the bag. It was reported that the two bags functioned properly prior to use. The facility is attempting to release one of the bags for our investigation and will try to at least take pictures and forward them to us for our inspection.

Manufacturer narrative:
Ten bags were pulled. Other bags were also pulled and tested. A total of 14 bags were tested using the method used to create the problem in the field. One duckbill was inverted, but at a pressure of >200 cm h2o. At the time of inversion the diaphragm portion ballooned/stretched, pulling the lip of the duckbill past the rim of the inside of the pt valve, and hung up. Four samples were returned from the hosp including the bag that was involved in the incident. Conclusion: duckbill valve inversion only occurred on 2 bags out of a total of 18 bags and only at a pressure of above 200 cm h2o. Once the bag involved in the incident was cleaned I was unable to invert its valve at any pressure.